Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Collamer ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. (B)(4).

Event description:
The reporter indicated that, as the surgeon implanted a cc4204a implantable collamer lens, diopter +20.5 into the patient's eye, he noticed the lens was torn and "it would not release." The lens was not fully implanted, but did touch the patient's eye. The lens was exchanged with a back-up lens, with no patient injury. This occurred on (B)(6) 2017.

Manufacturer narrative:
Additional information: work order search: one similar complaint type event was reported for units within the same lot. Claim #: (B)(4).